Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that sometime after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient died. The ablation procedure was completed on (B)(6) 2024 and the date of death was reported as (B)(6) 2024. A cause of death was not yet provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. The patient had a history of heart failure and edema.

Manufacturer narrative:
H6 patient code: no code is available as no cause of death or preceding patient complications have yet been provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that sometime after a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient died. The ablation procedure was completed on (B)(6) 2024 and the date of death was reported as (B)(6) 2024. A cause of death was not yet provided. The study was informed by the patient's pcp that the patient was deceased, however, no further information was provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the patient's cause of death was listed as "atherosclerotic cardiovascular disease" and that the date of death was actually (B)(6) 2024. It is assumed the patient died at home.